Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified. Per customer, no patient information will be provided. Although requested, further information was not provided.

Event description:
It was reported that the "alaris pump was showing an air in line error. Pump not sequestered so will not be able to validate issue." The medication involved was blinatumomab. There was no patient harm. Although requested, further information was not provided.